Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique devie identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient called vad coordinator to report that a message appeared on dash console in car "connecting to heartmate" and that the pump running symbol went out. Patient was advised by vad coordinator to perform controller exchange. Controller was exchanged and sent back for evaluation. Patient was sent new backup controller.

Manufacturer narrative:
Additional information: manufacturer's investigation conclusion: the reported event of a "connecting to heartmate" message on the dash console on the patient¿s car and the pump running symbol on the system controller turning off was not confirmed. The returned system controller serial number (B)(4) was functionally tested using the laboratory equipment and was found to function as intended. Additional testing was performed which confirmed that the returned system controller was not broadcasting any signal and the only available external communication with the system is through a system monitor. No further information. The manufacturer is closing the file.